Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06313.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the balloon made contact with the waist of the non edwards valve and pushed the 29mm sapien 3 ultra resilia lower than intended position caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Onishi, takayuki, et al. "Evaluation of balloon-expandable valve movement during short-in-tall redo-tavr deployment: a first-in-human fluoroscopic analysis." Cardiovascular interventions (2025).

Event description:
According to the article titled "evaluation of balloon-expandable valve movement during short-in-tall redo-tavr deployment", a total of 40 consecutive patients underwent elective redo transcatheter aortic valve replacement (tavr) procedures between january 2023 and april 2025. Of these, 22 patients were treated using a short-in-tall (sit) valve configuration, all of which involved the sapien 3 ultra resilia (s3ur) valve. One sit patient was excluded because of acute migration of a 29-mm s3ur in a 34-mm non-edwards valve requiring rescue of a 26-mm sapien 3 ultra valve for an optimal outcome. Upon inflation the proximal portion of balloon made contact with the waist of the non edwards valve and pushed the 29mm sapien 3 ultra resilia lower than intended position. The team ultimately decided to implant a 26mm sapien 3 ultra resilia valve. The 26mm sa[ien 3 ultra resilia valve was successfully implanted. The source article noted that all patients in the reported series were discharged home, with a median hospital stay of two days. The article also described an analysis of valve movement during deployment using fluoroscopic imaging, specifically evaluating outflow movement and inflow foreshortening of the s3ur valve at the outer and inner curves of the aortic root. Valve position changes were measured by tracking frame node shifts within the tall transcatheter aortic valve (tav) structure.